Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the issue and swapped the integrated electro surgical unit (iesu) to resolve the error. System was fully functional and ready to use. The complaint was confirmed based on the field evaluation. Isi has not received the iesu involved with this complaint as of the date of this report. A return material authorization (RMA) was issued to evaluate the isi device. The probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the hospital nurse called in during system setup, no patient in operating room (or), to report that the erbe generator started with an error c-33. The customer has restarted the erbe generator, but the fault message persisted. Technical support engineer (tse) informed the generator will be replaced by an engineer. Tse asked the customer if they had a backup generator like the force triad, but customer did not. System was not used at the time of the event. There was no report of patient harm or involvement due to this event.